Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply connections were evaluated and reseated. The hard disk drive was also reformatted and software reloaded during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and failed to boot properly. No patient serious injury or death was reported related to this event.